Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the set received a line block alarm, and the patient changed out her cassette and infusion site, which resolved alarm. The cannula was bent. There was no patient injury.